Event description:
Dexcom was made aware on 09/28/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2024, it was reported via web seld service that the patient experienced a skin reaction with redness and infection which occurred on an unspecified day after the sensor had been inserted. The patient was prescribed an unspecified antibiotic as treatment. However, the reporter refused to provide dexcom with any further information regarding the event. Attempts to reach the reporter back for further event details were unsuccessful. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).